Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: clinical observation show that pacing not delivered when required. Ra lead dislodgement and lead replacement. No patient adverse effects were reported.